Manufacturer narrative:
Hamilton medical ag complaint number:(B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: quotation from the reporter: "vent autocycling on patient even with flow sensor change". However, according to the information received from the customer no patient is involved. Therefore, the manufacturer is currently conducting further inquiries with the customer to gather more detailed information about the event.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Follow-up 1: investigation outcome. According to the information received "vent autocycling on patient even with flow sensor change", the logfiles have not been received for analysis. Despite several reminders sent to obtain additional details, no further information was provided. A replacement activ ambient valve was provided to the user to address the issue. Despite several reminders, the manufacturer has not received any additional information or confirmation regarding whether the replacement resolved the issue. However, given that no further feedback or requests for additional components have been received, it is assumed that the issue has been resolved. Hamilton medical considers this case closed.

Event description:
Hamilton medical ag received the following event description quotation: "vent autocycling on patient even with flow sensor change". However, according to the information received no patient is involved. No health consequences or impact. Despite several reminders sent to obtain additional details, no further information was provided.